Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) (ofr). For evaluation. The evaluation of the device by ofr confirmed the following; the camera cable and the image sensor unit was defective. The reported phenomenon was reproduced. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by defect of the camera cable due to excessive stress by customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that before a procedure the endoscopic image was not displayed and the visual field was lost.there was no report of patient injury associated with this event.